Event description:
Swelling in right knee [joint swelling]. Pain in right knee [arthralgia]. Right knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician via sales rep regarding a (B)(6) female pt, initials unk. The pt's medical history was not provided. On (B)(6) 2012, the pt received synvisc one injection (hylan g-f), 6 ml into both knees (route not provided). The lot number of synvisc one was not provided. On an unspecified date in (B)(6) 2012, the pt returned to the clinic with pain and swelling in right knee. The physician aspirated 45 cc of cloudy fluid from the knee and gave a steroid injection into knee. It was reported that fluid culture was not performed. The outcome for the events was not provided. Concomitant medications were not provided. The intensity for the events was not provided. The relationship between synvisc one and the events was not provided by the reporting physician.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.